Event description:
It has been reported to philips that the device was intermittently unable to perform exposure. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a point: gate driver fault, which caused the expose to be unavailable intermittently. Upon functional testing, the fse reviewed the logs file and found point gate driver error. To resolve the issue, the fse replaced the power inverter (point) certeray. After replacement, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.